Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for this lot concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during an acl procedure, after inserting the t1 anchor of the fast fix, the suture broke before putting in the t2 anchor. The procedure was completed using a backup device with non-significant surgical delay. No patient complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Another 5 devices with different lot numbers were returned for analysis. A visual inspection of these devices found: devices one thru four were received in a box with a label marked with a batch of 2063471. Device one: the relevant findings associated to this device evaluation are documented under (B)(4). Device two: the suture and both anchors were not returned. The depth gage tubing was missing. The actuator tip was in the t1 position. The needle overmold assembly was not curved. Device three: the suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. Device four: the suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. The needle overmold assembly was not curved. Device five: was received in a box with a label marked with a batch of 2063473. The suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation of the 5 devices revealed that the actuator tip functioned as designed with all five devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an acl procedure, after insert the t1 anchor of the fast fix, the suture broke before putting in the t2 anchor. Backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.